Event description:
Patient presented with the ipg sitting lower than anticipated and pain at the ipg site to the physician. Physician brought the patient into the or, added additional sutures, and secured the ipg in the pocket. This resolved the issue.